Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that cartridge was observed to be leaking. Customer loaded a new cartridge. Customer's blood glucose was 260-270 mg/dl.